Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok needle safety mechanism was difficult to activate (safetyglide). The following information was provided by the initial reporter: after injecting a medication, the nurse activated the sliding protector. The protector did not fully cover the needle and the nurse was pricked by the sharp. Reported by other nurses that this has occurred additional two times." "Nurse requires medical monitoring." Additional information received on 11/27/2023: 1. Please confirm the date of event: nov 3, 2023 2. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No photo available 3. Did the event involve an urgent/life threatening medical situation? No 4. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No.